Event description:
It was reported that patient experienced ineffective therapy, and the device was unable to set ipg to MRI mode due to high impedances. Programmer displayed error message "MRI is not advised/there may be a problem with the implanted lead(s)." Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Section b3: date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the lead was explanted and replaced to address this issue. Therapy was restored.